Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post-implant, the patient experience phrenic nerve stimulation and that the device was making a loud thump noise. Programming changes were made to resolve the issue. The device remains implanted. The patient was stable.